Manufacturer narrative:
Date of event is unknown. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21410. It was reported that the patient experienced nausea due to uncomfortable stimulation. In turn, the patient had their entire scs system explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.